Event description:
As end user leaned forward in their motorized wheelchair to spread salt on their icy driveway, they fell out of their seat and broke their leg. End user was not wearing seat belt at the time of the event.